Event description:
It was reported that during testing before a navigation procedure the mechanical interface was found to be loose, resulting in a significant reduction in stereotactic fixation. There was no medical intervention, patient impact, and no significant procedural delays. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing before a navigation procedure, the mechanical interface was found to be loose, resulting in a significant reduction in stereotactic fixation. There was no medical intervention, patient impact, and no significant procedural delays. The procedure was completed successfully.